Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14176. Per the instructions for use (IFU), valve malposition requiring intervention and valve embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), severe septal hypotrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the valve embolization and ultimately placement of the valve too ventricular were a result the balloon not being fully loaded into the valve prior to deployment. The operator mistook the center marker of the delivery system for the distal marker. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a viv tavr via carotid approach to treat the patient's stenotic/regurgitant surgical aortic valve (sav) was performed. When performing valve alignment, the balloon was not fully loaded into the valve, mistaking the center marker for the distal marker. This resulted in the valve deploying at the distal end only before dislodging from the balloon altogether. However, the valve remained on the commander delivery system balloon catheter. The valve was reloaded successfully onto the balloon and delivered to the base of the sav (but not across it). It was deployed and remained secure until a second ultra could be prepared and delivered to assure the first valve remained in place. Patient was stable and recovering.